Event description:
It was reported that, "the instrument is flaking at the area where it is used to impact the baseplate. It was noticed before it came into contact with the pt and was taken off of the field."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.